Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in the hospital for unrelated reasons, it was noted that the patient received inappropriate shock due to noise. It was noted that the patient was undergoing some unspecified treatments. Intermittent noise was observed. Programming changes were recommended. The patient will remain in a monitored state.